Event description:
Health care provider (hcp) reported difficulty aspirating fluid through the catheter access port (cap). The aspiration was being attempted to get a cerebrospinal fluid (csf) sample for other purposes. No further info could be obtained.

Manufacturer narrative:
(B)(4).